Event description:
The reporter stated that the surgeon inserting a aq2010v three piece silicone lens into patient's eye and the trailing haptic became stuck in the injector and the haptic tore off. The surgeon cut the lens to remove & replaced it with another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens optic is torn in half and one haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could no be determined. It should be noted that the injector and cartridge were not returned for evaluation.